Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were frequent occlusion alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-jan-2019 with the following findings: the black box data revealed multiple ¿cs145¿ alarms with high force. The battery compartment and cap are undamaged and able to fit properly. On investigation, ¿ez-prime¿ steps were performed correctly, no ¿cs145¿ alarm or any errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the alleged ¿occlusion¿ complaint. There was no damage, defect or contamination of the pump¿s interior components.